Event description:
This event involved a patient who experienced electrical fault alarms and a vad stop approximately 40 days post heartware lvad implantation. These alarms had started the previous evening and the patient was talked through a controller exchange over the phone by the hospital staff. Heartware field clinical engineer scheduled a driveline cleaning procedure. Dried white crystalline material was seen in the pins and dried blood was observed on the face of the connector. Inspection of the driveline showed particulates in the inner lumen of two wires (black and green). Preliminary logs files review showed 18 electrical faults resulting in a vad stop. An elective controller exchange was performed by a heartware field clinical engineer without patient injury.

Manufacturer narrative:
(B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2013-00230 and 2016-02137) submitted for devices related to the same event.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore, it will not be returned. The controller was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The electrical fault complaint was confirmed based on controller logs. The logs show electrical faults on the rear stator. Functional testing of the returned controller showed it ran normally with no fault alarms or errors. Foreign material was found in the controller's driveline port. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.